Manufacturer narrative:
The device was returned to olympus for evaluation. In addition, the following reportable malfunctions were identified during the device evaluation: error e237 malfunction code. Based on historical data, it was most likely that the reported malfunction was due to corrosion caused by water leakage. However, the root cause cannot be determined/identified. The event is detectable and preventable by handling device in accordance with the following IFU. Important information ¿ please read before use. Chapter 3 preparation and inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited error message e237 (scope error code). There was no patient involvement.